Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that the cable between the camera head and cable is broken. This caused the image to be distorted. The kink in the cable does not affect the image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The camera has intermittent picture when plugging into processor and cord has a significant kink. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an unexpected stress to the camera head and cable due to user handling, and the connection between the ccd unit and the cable was damaged, resulting in a temporary loss of images due to poor communication. As stated in the instructions for use, as a preventive measure: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable."